Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are intermittently responding to user inputs during testing. There was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, display has persistent vertical lines through the lettering on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. The patient claimed that all the keypad buttons will not always elicit a response when pressed. The issue was not resolved with training. There was no evidence of product misuse. The product is being returned for investigation. There was no adverse event associated with this complaint.